Manufacturer narrative:
The information submitted reflects all relevant data received. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted on distal conductor and helix; the analyst noted that the helix would not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix did not extend totally after 20 turns. The lead did not fix to the myocardium. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine."